Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. The customer stated that they went swimming with insulin pump, it alarmed and requested for rewind. Customer attempted to rewind but the insulin pump kept vibrating and the red led light was flashing. The display did not return after the pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.